Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient's heart was "skipping beats." Follow-up with the physician's office clarified that the patient was experiencing diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.